Event description:
On (B)(4) 2015, additional information was provided by the distributor that the patient's sensor was inserted on (B)(6) 2015. No further event or patient information is available.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient lack of readings on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).